Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the patient condition improved and initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error messages (e-5 error). Wife is calling on behalf of the customer. At the time of the call, the customer reported symptoms of frequent thirst, excessive urination and nausea. Medical attention was not needed at the time of the call. Caller declined to troubleshoot the product and no further information was able to be obtained.

Manufacturer narrative:
Sections with additional information as of 14-jan-2021: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Most likely underlying root cause: mlc-018: user has high glucose value.